Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a routine device implant procedure, lead fracture was observed on the rv lead via fluoroscopy. Upon observation after opening the pocket, insulation breach possibly due to lead abrasion was noted. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.